Manufacturer narrative:
B4:30jul2021. The field service engineer replaced battery li-ion and power management pcb to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of report: 20may2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit's battery is not holding a charge. The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer reported the battery is not charging even though ac is plugged into the wall outlet. The customer informed the rse that the battery is not holding a charge. The customer stated that voltages on the battery is at 15.55v even though it's been charging and is there in the pneumatics screen. The customer also stated even though the unit is plugged into the wall outlet, the led stays yellow and then starts flashing. The customer also reported that the unit has no significant errors in the logs. The customer requested a representative to be dispatch on site. The investigation is ongoing.